Manufacturer narrative:
Concomitant medical products: 553445, lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was noted following a cardioversion event. A downward trend in impedance, noise and variable capture threshold was noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.